Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered atrial pacing at the end of an atrial tachy response (atr) episode and electrogram (egm) review was requested. Technical services (ts) explained that atrial pacing began as the device entered atr fall back mode of ddi. In order to resume atrial pacing and adjust the timing, atrial pacing was delivered based on v-v timing at the time of the mode switch. It was noted that some of the atrial pacing caused intrinsic ventricular signals to fall into blanking followed by unnecessary ventricular pacing that did not capture. Ts discussed this was due to timing, and the device was operated as a programmed. This ICD remains in service. No adverse patient effects were reported.